Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent t-wave oversensing was observed on the right ventricular (rv) lead after appropriated shock had been delivered for ventricular arrhythmia. The rv lead remains in use. No patient complications have been reported as a result of this event.